Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the left eye, the patient experienced poor computer and reading vision. The patient reported an inability to perform nighttime driving post-surgery. The issue was identified during a post-operative examination. The pre-operative (pre-op) refraction was 20/25-2 and pre-op best spectacle corrected visual acuity (bscva) was 20/20. The intended target refraction was -0.22. The post-operative (post-op) refraction and bscva with the original lens was 20/20-1. The patient did not experience a loss of two or more lines of bscva, and there was no over- or under-correction. No pre-existing conditions affected the calculation. The lens was subsequently explanted in a secondary surgery and replaced with a non-johnson and johnson iol with +21.0 diopter. No unplanned incisions, sutures, or vitrectomy were performed. There was no delay in procedure and directions for use were followed. There was no patient injury. The patient did not need additional medical attention or medication outside the standard of care. The post-op refraction after the lens exchange was 20/20-1. The patient is fully recovered. Per the account, the device did not cause or contribute to the event. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: two lenses were received inside separate plastic bags with a piece of foam. These lenses were received for the same returned goods authorization (rga). Since it could not be confirmed which event belongs to which lens, both lenses were evaluated in each investigation. Evaluation results are provided in this MDR and in MDR 3012236936-2025-0003048. Visual inspection under magnification was performed on the suspect product and found the first lens (lens #1) was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. The second lens (lens # 2) was visually inspected and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were observed. Conclusion: based on the investigation results and the available information, no issues that could cause or contribute to the reported events were identified during product evaluation. No product malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.